Event description:
The following has been reported: biomed reported: "red service needed error." Patient harm: no. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for electrical hardware failure (12v). Upon return, the device started up with a state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Verified the 12v supply to associated sub assemblies. Performed recharge test and unit failed. Installed test engineering pneumatic assembly and unit passed. The front housing is damaged on left side of the lcd screen. The air compressor and lcd screen will be removed and replaced during the repair process before being sent to the test line for full functional testing.